Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The backup mode was caused by a memory error. The cause of the memory error could not be determined.

Event description:
It was reported that during generator change, while performing dft testing, the device lost communication with the programmer and external defibrillation equipment was used. Unexpected device reset was observed. The device was removed and replaced. No further information was provided.